Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that impedance testing on this right atrial (ra) lead could not be completed. It was determined that this issue was due to oversensing of noise from the device's minute ventilation(mv) signal. Mv was programmed off to optimize device function. Impedance testing then found that the pacing impedance measurements on the lead were high and out of range. Output was changed to bipolar but noise was still present with isometrics. Other troubleshooting was performed and the patient was monitored. The lead was later explanted. No additional adverse patient effects were reported.